Manufacturer narrative:
On 11-dec-2025, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-feb-2026, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter and the irrigation lumen was occluded and irrigation did not flow. (The irrigation was found to be flowing at the start of use.) After ablating the posterior wall, when octaray was removed before cti (cavotricuspid isthmas) ablation. The occlusion alarm sounded twice. For the first alarm, the three-way stopcock was opened, performed a flush to confirm patency, and then restarted irrigation. After a short time the alarm sounded a second time, so the catheter was removed from the patient¿s body and the occlusion was confirmed. Since the issue was related to octaray, it was not related to the generator. The irrigation issue was noted after the device had already been used on the patient. After the occlusion was confirmed, the procedure was completed without using octaray--the catheter was replaced. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and irrigation test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. An irrigation test was performed, and irrigation could not be performed, therefore a manufacturing investigation was initiated. A manufacturing investigation was performed, and it was determined this issue is related to a condition found on the irrigation tube in the tip area, the component was defective as it caused the irrigation tube to bend when the device was deflected. The supplier was notified about this issue. A manufacturing record evaluation was performed for the finished device 31731875l, and no internal action was found during the review. The issue reported by the customer was confirmed. The potential cause was traced to manufacturing. This product issue will be addressed through j&j medtech's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter and the irrigation lumen was occluded and irrigation did not flow. (The irrigation was found to be flowing at the start of use.) After ablating the posterior wall, when octaray was removed before cti (cavotricuspid isthmas) ablation. The occlusion alarm sounded twice. For the first alarm, the three-way stopcock was opened, performed a flush to confirm patency, and then restarted irrigation. After a short time the alarm sounded a second time, so the catheter was removed from the patient¿s body and the occlusion was confirmed. Since the issue was related to octaray, it was not related to the generator. The irrigation issue was noted after the device had already been used on the patient. After the occlusion was confirmed, the procedure was completed without using octaray--the catheter was replaced. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).